Event description:
The customer reported that the quick bolus/wake button on their insulin pump was difficult to press and required multiple attempts to activate the screen. There was no reported impact on the customer¿s blood glucose level. Technical support advised the customer to firmly press the button in a specific manner and ultimately decided to replace the pump. Reportedly, the customer continued to use the pump for insulin therapy.